Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges had to be loaded before the pump would accept a cartridge. In addition, in was reported that the pump touch screen was scratched. No additional information was provided. The customer declined any troubleshooting regarding the reported issues. There was no known impact to the customer's blood glucose.